Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the deployed clip on the cystic duct was loose. When the device was checked by monitor, the doctor felt that it was loose in feeding the clip into the jaw. Another device of the different lot number was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the devices (a, b, c) were returned in good visual condition. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, the devices were cycled, fed, and formed the remaining clips as intended. The devices were found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.